Event description:
During use in the left atrium, the physician over inflated the balloon to improve flotation. The physician was observed yanking the catheter back and forth. The balloon ruptured and when the catheter was removed, the balloon was missing. There were no reported pt complications. The reporter stated that the user caused this event.